Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the implantable cardiac monitor (icm) exhibited intermittent undersensing. Programming changes was suggested, no change or intervention was reported. There were no patient consequences.